Manufacturer narrative:
A field service engineer (fse) went on-site and found and replaced a cracked electrolyte injector cup (eic) valve.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a potassium (k) result of 3.4mmol/l that was generated by the unicel dxc 600 pro synchron clinical system and reported outside of the laboratory. The sample was rerun the next day and results of 3.7mmol/l and 3.8mmol/l were obtained. The difference in the results was within the precision of the assay but the customer amended the report. There was no affect to patient treatment with regard to this event.